Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported b30 error was as follows: from the situation that the scope was wet when the scope was attached, it is highly probable that water droplets had adhered to the scope connector contact, obstructing communication and causing an error. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The device will not be returned as the scope was wet when it was attached to the cv-190 and it should have not been. The device is now working fine.

Event description:
The service center was informed that during an unspecified procedure, the video system displayed a ¿b30 scope communication error¿ message. The device originally did not power on, but after many attempts it did power on and was giving the b30 error. The light source and image was working on the device. There were no issues with the scope however, it was noticed that the scope was wet when it was put into the processor. The procedure was completed in another room with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device was inspected prior to use and there was no damage or abnormalities noted with the cv-190 or camera. The nurses and techs working in the room were not aware that the scope couldn't be wet when it was connected to the processor as they were not familiar with the equipment.